Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported. Additional information received indicates that the lead had an unresolvable noise and sensing issue. There were no adverse effects to the patient. The lead will be returned.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.